Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample, one 16g maxcore disposable core biopsy instrument received for revaluation. Upon visual evaluation, the device was received with protective tubing and no yellow guard attached to the needle. The device appeared to have residue on the outer housing and in the sample notch. The device was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. No visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire as the returned device was able to prime, fire and obtain samples with no issues. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure using the maxcore instrument. During the procedure, the outer cannula allegedly failed to fire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure using the maxcore instrument. During the procedure, the outer cannula allegedly failed to fire. The procedure was completed using another device. There was no reported patient injury.